Event description:
It was reported by the (B)(4) sales professional that a (B)(6) patient underwent an interventional carotid procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 5f sheath (model unknown). A pre-procedure femoral angiogram showed "a great deal" of pvd/calcium present throughout the vicinity of the access site and the vessel size to be 5mm. Peri-procedure, the patient was anti-coagulated with a heparin drip. The act (activating clotting time) measurement was 155 seconds. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the balloon abutted the arteriotomy, no blood was observed. During the swell time, a "great deal" of blood was observed around the advancer tube. The balloon was deflated and there was a great deal of arterial blood flow and a small amount of sealant sticking out of the access site. It was noted that the patient was "very thin". The technician held pressure for 20 minutes at which time hemostasis was achieved. A few hours later the patient complained of a cold leg. It was noted that the patient had a clot throughout the superficial femoral artery. The clot was found on an angiogram after an ultrasound was taken. On (B)(6) 2013, the patient was transferred to the table where the physician "sucked out" the clot (via a medical procedure, not surgery) that was noted to be at the groin puncture site. The patient was treated with a covered stent. The patient was discharged from the hospital on (B)(6) 2013 and was noted to be doing "fine". No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined.the review of the lhr (lot f1310001) indicated that the device lot met all established performance criteria prior to shipment.